Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at the time. A call was placed to technical services on 09/20/2016 stating that this lead had oversensing, and noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).